Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported left side "te breakage" which was found on the te within 11 days of implant. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on radius. Leak test and microscopic analysis was performed which identified: two striated openings on radius, non-penetrating nick striated on radius, and a striated opening on suture tab. Based on the device analysis the final assessment is: two striated openings on radius assessed as surgical damage consist in the use of some surgical tool. Non-penetrating nick striated on radius assessed as surgical tool scratch like. A striated opening on suture tab assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "te breakage" which was found on the te within 11 days of implant. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 , h6.